Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the patient underwent a laparoscopic radical prostatectomy under general anesthesia and returned to the hospital room after the operation. After the operation, he was catheterized, and on (B)(6) he complained that the catheter was slipping out of the tubing, and after checking it, he found that the catheter bulb had ruptured. He told the attending physician to reintroduce catheterization.